Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to the event, patient was hospitalization due to low blood glucose level. The blockage was at the site. The patient changed the infusion set and insulin delivery was resumed successfully.